Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that during a trial procedure on (B)(6) 2021, the physician was unable to place the lead due to patient anatomy. After several attempts, the physician opted to abort the procedure.